Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach serial dilation was perform with a 14f and 16f esheath. The patient had preexisting circumferential calcium in the iliofemoral arteries and an aaa stent graft present. The 16f esheath was inserted successfully with resistance felt upon advancement. A 26mm s3 ultra was advanced through the 16f esheath with a significant amount of resistance. Upon exiting the esheath it was noticed that the inflow of the valve frame had a strut that was bent back. Upon removing the 26mm s3 ultra/ds the valve caught on the aaa stent graft and in attempt to pull the ds back into the esheath the valve became dislodged from the ds and remained in the aaa. The ds without the valve was removed and a 10mm non edwards balloon was advanced into the crimped 26mm s3 ultra and deployed within the aaa at the top of the graft. A second 26mm s3 ultra was prepped and delivered successfully in the appropriate aortic position and the patient remained stable throughout the procedure. The patient was in stable condition post procedure. Per medical opinion, the event was likely due to patient factors of preexisting calcification and an aaa stent graft.

Manufacturer narrative:
H10 additional information g2 updated and stated this report is related to medwatch number: mw5101108. The investigation remains ongoing.

Event description:
Per additional information received, the patient expired due to pre-existing conditions of respiratory issues/pneumonia and lung cancer. The death was unrelated to the tavr procedure.

Manufacturer narrative:
B5 event description updated per additional information received. The investigation remains ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes, impact code, clinical code, investigation findings and investigation conclusions and added new information to h.6 type of investigation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: patient's right access vessel had presence of tortuosity. Sheath shaft appeared damaged, it was likely due to the valve strut punctured through the sheath shaft, and excessive force was applied. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was unable to be confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'the patient had preexisting circumferential calcium in the iliofemoral arteries and an aaa stent graft present. The 16f esheath was inserted successfully with resistance felt upon advancement. A 26mm s3 ultra was advanced through the 16f esheath with a significant amount of resistance. Upon exiting the esheath it was noticed that the inflow of the valve frame had a strut that was bent back'. Additionally, the patient's access vessels were undersized (<6 mm) and presence of calcification, tortuosity were observed. The presence of calcification, tortuosity, and undersized vessel can create a challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught within the sheath during the delivery insertion. So, if excessive force was applied, it could result in the reported bent strut. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, available information suggests that patient factor (calcification, tortuosity, and undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.